Event description:
Clinical report states the pt was revised due to loosening.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported mfg lot number. The investigation could not verify or draw any conclusions about the root cause of the reported loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.